Manufacturer narrative:
Device evaluated by manufacturer: the wire was received in two pieces. The proximal end of the wire was returned in the advancer and the distal end of the wire was received inside of the burr catheter. The wire was completely removed from the device with some difficulty due to numerous kinks along the body of the wire. 178cm of the proximal end of the wire was returned in the advancer and was removed. 151.6cm of the distal end of the wire was removed from the stretched burr catheter. There are numerous kinks along the body of the wire. The overall length measurement could not be performed due to device condition. The od of the wire was found within specification.

Event description:
Reportable based on device analysis completed on 18oct2019. A rotawire was received with no reported issues. However, device analysis revealed that the wire was received in two pieces.